Event description:
The manufacturers service engineer replaced the data acquisition pcb to motor controller pcb boards cable to address the reported problem. Fina checkout was performed with no fault recurrence reported.

Event description:
The customer reported that the screen became dark. The service tech could not duplicate the reported problem. During review of the drpt noted spi bus failure. The spi bus is an internal communication link between the cpu and the gds. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors. This will result in a vent inop condition.

Manufacturer narrative:
Device eval and service pending.